Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient was referred for full vns explant surgery due to an infection at the generator site. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. The patient underwent full vns explant surgery. No additional relevant information has been received to date.